Event description:
Reportedly, the anvil was connected to the intrument and the surgeon attempted to fire, however the device would not fire. The surgeon could not remove the device. An add'l cut was made to free the intrument and another anastomosis was performed.